Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged foam on the machine was expiring. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil does confirm the complaint.